Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges the catheter migrated out from the patient. No patient complications reported.

Manufacturer narrative:
(B)(4). One 2-lumen cvc catheter (7fr x 16cm) was returned for evaluation. A visual exam was performed and it was observed that the sample had evidence of use. The catheter box clamp was attached to the catheter body and tape was on the proximal extension line. The triangular suture hub of the catheter did not appear to have damage/wear. The outer diameter of the catheter was measured and found to be within specification. The inside diameter of the catheter clamp could not be accurately measured since the clamp material is pliable and becomes distorted inside the fastener. The largest pin gauge that would pass through the catheter clamp/fastener assembly without resistance was 0.071". This indicates that the clamp would securely hold a catheter with an outside diameter of 0.095". The clamp and fastener were assembled onto the catheter body. The catheter was tugged from either side and remained secure in the clamp. A DHR review was performed and no relevant findings were identified. The instructions for use (IFU) for this product directs the user to use the triangular juncture hub as the primary suture site and the catheter clamp as a secondary suture site as necessary. It was not reported whether or not the juncture hub is being utilized as the primary suture site. (Con't) other remarks: it was reported that the cvc catheter migrated out of the patient while in use. The customer did not report whether or not the primary suture site (triangular suture hub) was used. The issue could not be confirmed through functional or dimensional testing of the returned sample. The catheter remained secure in the catheter clamp when it was tugged and the components met dimensional specifications. No problem was found on the sample. No further action will be taken.

Event description:
The customer alleges the catheter migrated out from the patient. No patient complications reported.